Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the therapy pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. (B)(4).

Event description:
A third-party service agent reported to physio-control that the customer's device had failed its user test and had the service led illuminated. During device evaluation, the third-party service agent observed that the device had logged an event code into its memory, and did not deliver defibrillation energy correctly for lower defibrillation energy levels. When they then increased the defibrillation energy level to 200, 300, and 360 joules, the device did not deliver defibrillation energy at all. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly. It was observed that the contacts of a relay, designator k1 on the therapy pcb assembly were misaligned. During testing, electrical arcing on this relay, designator k1 was evident. The cause of the reported issue was due to the relay, designator k1 on the therapy pcb assembly.